Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia'), genital haemorrhage ('bleeding'), autoimmune disorder ('autoimmune-like symptoms'), thyroid disorder ('thyroid disorder and removal'), uterine haemorrhage ('hemorrhaging in uterus wall') and cervical dysplasia ('pre-cancerous cells in cervix and uterus;') in a 46-year-old female patient who had essure (batch no. 625643) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. Urine pregnancy results was negative. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), thyroid disorder (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), cervical dysplasia (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), pelvic pain ("pain"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular disorder"), rash ("other (list): skin rash"), alopecia ("hair loss"), fatigue ("fatigue /tiredness"), arthralgia ("joint pain"), myalgia ("muscle\conective tissue pain"), constipation ("severe constipation"), gastrooesophageal reflux disease ("acid reflux"), breast discharge ("green discharge from breast"), anxiety ("anxiety"), depression ("depression"), vaginal disorder ("vaginal scarring"), migraine ("headaches/migraines"), headache ("headaches/migraines"), endometrial dysplasia ("pre-cancerous cells in cervix and uterus;") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy and removal). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, genital haemorrhage, autoimmune disorder, thyroid disorder, uterine haemorrhage, cervical dysplasia, allergy to metals, pelvic pain, dyspareunia, neuromyopathy, rash, alopecia, fatigue, arthralgia, myalgia, constipation, gastrooesophageal reflux disease, breast discharge, anxiety, depression, vaginal disorder, migraine, headache, endometrial dysplasia and endometriosis outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, breast discharge, cervical dysplasia, constipation, depression, dyspareunia, endometrial dysplasia, endometriosis, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, myalgia, neuromyopathy, pelvic pain, rash, thyroid disorder, uterine haemorrhage and vaginal disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 23-jun-2008: essure devices in good position with bilateral tubal occlusion. Lot number: 625643 manufacturing date: 2007-08 expiration date: 2009-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia'), genital haemorrhage ('bleeding'), autoimmune disorder ('autoimmune-like symptoms'), thyroid disorder ('thyroid disorder and removal'), uterine haemorrhage ('hemorrhaging in uterus wall') and cervical dysplasia ('pre-cancerous cells in cervix and uterus;') in a (B)(6) female patient who had essure (batch no. 625643) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. Urine pregnancy results was negative. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), thyroid disorder (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), cervical dysplasia (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), pelvic pain ("pain"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular disorder"), rash ("other (list): skin rash"), alopecia ("hair loss"), fatigue ("fatigue /tiredness"), arthralgia ("joint pain"), myalgia ("muscle\connective tissue pain"), constipation ("severe constipation"), gastrooesophageal reflux disease ("acid reflux"), breast discharge ("green discharge from breast"), anxiety ("anxiety"), depression ("depression"), scar ("vaginal scarring"), migraine ("headaches/migraines"), headache ("headaches/migraines"), endometrial hyperplasia ("pre-cancerous cells in cervix and uterus;") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy and removal). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, genital haemorrhage, autoimmune disorder, thyroid disorder, uterine haemorrhage, cervical dysplasia, allergy to metals, pelvic pain, dyspareunia, neuromyopathy, rash, alopecia, fatigue, arthralgia, myalgia, constipation, gastrooesophageal reflux disease, breast discharge, anxiety, depression, scar, migraine, headache, endometrial hyperplasia and endometriosis outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, breast discharge, cervical dysplasia, constipation, depression, dyspareunia, endometrial hyperplasia, endometriosis, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, myalgia, neuromyopathy, pelvic pain, rash, scar, thyroid disorder and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure devices in good position with bilateral tubal occlusion.. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.